Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 70 events were reported for this quarter. 63 devices were received for evaluation. 63 events were confirmed during testing. 63 devices were found to be affected by missing paint chips. 7 devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 70 malfunction events in which the device had missing paint chips. 64 events had no patient involvement; no patient impact. 6 events had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 7 devices were received for evaluation.   Evaluation status 7 reported events were confirmed during testing. - 7 devices were found to be affected by missing paint chips.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 70 </noe> malfunction events in which the device had missing paint chips. 64 events had no patient involvement; no patient impact. 6 events had no information available from the facility regarding patient involvement or patient impact.